Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, toxic reaction. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5102613 that a female patient underwent a breast surgery with two 300cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms. The symptoms are migraines, urinary tract infections, dermatitis, red eyelids, acne, joint pain, fire sensation in hand and toes, brain fog, speech effected, memory loss, anxiety, racing heart, stomach issues, frozen shoulder, pain, hair loss, muscle weakness, numbness, muscle cramping, arm treemors, unspecified illness, and heavy metal. No device issue was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. The patient stated that about 80% of her symptoms were improved after the removal surgery, and only the neurologic symptoms remained. This report is for the left-sided prosthesis.